Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, infection, erosion of her internal bodily tissue, urinary problems, scarring, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui. It was reported that following insertion the patient experienced perforated vaginal wall, bladder infections, hematuria, incontinence and vaginal discharge from infections. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent a partial removal and revision of sling in 2004 for pain and stress incontinence. It was reported that the patient underwent partial removal and re-sling in 2006. It was reported that the patient had solyx placement on (B)(6) 2011 for cystitis, incontinence and tape removal due to exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and tvt was implanted. It was reported that following insertion the patient experienced urgency. It was reported that the patient underwent mesh removal on (B)(6)2015 by (B)(6).

Manufacturer narrative:
It was reported that the patient underwent partial removal/revision in 2011 for pain, sui, infections and continuing problems. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with abdominoplasty, lysis of adhesions and anterior/posterior repair. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6)2006 by dr. (B)(6) due to eroded vaginal tape at (B)(6)hospital.